Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unknown amount of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Device evaluation: one used product sample was received for evaluation. Visual inspection of the returned sample found a 0.1 mm length straight-lined tear located near the maximum diameter of the cuff. The location and physical characteristics of the tear are consistent with having been damaged, most likely while it was inflated. Manufacturing performs a 100% inflation test and had the tear been there at that time, it would have been detected. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.